Event description:
Boston scientific received information that the patient advocate reported during the implant of this device, a lead wire or guidewire nicked a vein and the patient suffered blood leaking into the chest cavity. Recently, the patient was very ill and was taken to the hospital, where a chest xray was performed and confirmed the blood to be present. The advocate reported that the physician elected not to perform a revision procedure as no complications resulted from the presence of the blood. Additional information was sought from the local area sales representative, however, at this time, additional information was not available.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.